Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Explanted date: (B)(6) 2020.

Event description:
It was reported that the patient experienced intermittent pain and burning sensation around the ipg site. It was also noted that the patient had an infection therefore the patients ipg was removed. The explanted ipg was not returned.